Event description:
Microvention coil not detaching appropriately in situ. Microvention coil passed pretest with detaching handle. Coil then advanced into the aneurysm; detacher indicated by beep that coil had been detached. The push wire was then pulled back into the catheter and it was noted the coil was still attached and had not detached. Coil repositioning attempted without success and it was noted it had now detached in the catheter.